Event description:
Home pt (hp) reported an incomplete prime of the pt line of the homechoice set. Noted during priming. Hp attempted to reprime, however, did not follow proper procedure. Home pt's family member contacted baxter's technical service center and was assisted in discontinuing use with current set up. Therapy was resumed with a new set up and completed without incident. No pt injury or medical intervention reported per hp.